Event description:
It was reported that when using the bd bd pyxis¿ medstation¿ es auxiliary pyxis machines did not detect the drawers after a temporary power outage. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that site-wide power outage with repeated power cycling before generator stabilization caused drawer and pocket communication faults. The field service engineer (fse) manually reset the affected auxiliary unit by disconnecting and reconnecting the row board cables and rear controllers. Once all components came online in the virtual map, the unit was tested and confirmed to be operating normally. The system functioned as intended after the field service engineer (fse) resolved the issue.